Manufacturer narrative:
This manufacturer report (#2017233-2017-00225) is the main report for the reported adverse event. Additional medwatch reports previously submitted have been retracted as all of the gore® viabahn® vbx balloon expandable endoprostheses were used in same procedure. As a result, only one report was necessary. The retracted reports that are duplicates for same event are: medwatch report #2017233-2017-00226 for device lot #15953665; medwatch report #2017233-2017-00227 for device lot #15943553; medwatch report #2017233-2017-00228 for device lot #15988858.

Manufacturer narrative:
(B)(4). Additional medwatch reports were submitted for three additional gore® viabahn® vbx balloon expandable endoprosthesis used in same procedure: medwatch report #2017233-2017-00226 for device lot #15953665; medwatch report #2017233-2017-00227 for device lot #15943553; medwatch report #2017233-2017-00228 for device lot #15988858. Review of device manufacturing record history confirmed device met pre-release specifications. The device was not returned. Therefore, direct product analysis was not possible.

Event description:
On (B)(6) 2017, a patient presented with a chronically occluded internal iliac artery and a diseased right iliac artery. As reported, this was a difficult case. The occlusion was crossed, and four gore® viabahn® vbx balloon expandable endoprostheses were implanted to treat the iliac arteries. The first (11x59) gore® viabahn® vbx balloon expandable endoprosthesis was placed in the right common iliac artery. The second (10x59) gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the left common iliac artery. The next two (8x59 and 8x79) gore® viabahn® vbx balloon expandable endoprostheses were placed from the common iliac artery to the left external iliac artery. The proximal portion of the vbx devices were post dilated to flare into the 10x59 vbx device. At the conclusion of procedure, the patient had palpable pulses. It was reported the chronically occluded left internal iliac artery was intentionally covered during the procedure. Immediately following the procedure, the patient was unable to move his right leg and was experiencing pain. Patient was moved back to the operating room and an angiogram was performed. The angiogram showed the vbx devices were widely patent, had palpable femoral and pedal pulses bilaterally. It was reported that a neuro consultation and an MRI were performed. The patient was transferred to rhode island hospital where he underwent an open surgery the following day for a bowel resection due to ischemic colon. Heparin was used during the implant procedure. A hit test was done and the result was negative. It was reported the patient expired on (B)(6) 2017. All of the gore® viabahn® vbx balloon expandable endoprostheses remain implanted. It was reported to gore the physician stated she does not think the vbx devices were the issue. Microembolism to the capillary was suspected.